Event description:
It was reported that the device was explanted approximately after implant duration of 14 months, due to endocarditis; source of infection was due to bad teeth. No other details were provided.

Manufacturer narrative:
Device not returned.